Manufacturer narrative:
(B)(4). Concomitant products: oxford anatomic bearing catalog 159548 lot 3456616; oxford cementless femur catalog 154926 lot 3492209.

Event description:
Patient underwent a revision of a left partial knee approximately two years post implantation due to tibial subsidence. Patient reported experienced pain beginning approximately two weeks prior to the revision procedure.